Manufacturer narrative:
A root cause for the patient's driveline infection could not be determined through this evaluation. A full examination of vad-56373 could not be conducted because the patient remains ongoing on vad support. However, the instructions for use lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient developed a driveline infection. A driveline revision was performed on (B)(6) 2014.

Manufacturer narrative:
(B)(4). No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.